Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the field representative was unable to interrogate the pacemaker even after multiple troubleshooting steps. There was no pacing rate upon magnet placement and no pacing spikes on the monitor. The patient's heart rate was in the 40 beat per minute range. Boston scientific technical services (ts) was consulted and suggested an x-ray to ensure the patient still had this pacemaker implanted. An x-ray was taken which revealed this pacemaker was implanted. It was thought that the battery was completely depleted. Ts advised that the pacemaker should be explanted and returned for analysis. Ts discussed asking the patient if they underwent any radiation or a magnetic resonance imaging (MRI) which would have contributed to the battery depletion. The field representative noted that the patient was at a do not resuscitate status and the family opted to not have any further intervention done at this time. The pacemaker remains in service and no adverse patient effects were reported.